Event description:
Information was received from a patient's representative (consumer) regarding a patient who was receiving unknown morphine drug via an implantable infusion pump for non-malignant pain indications for use. It was reported that the patient had their pump replaced with a new pump on 2026-may-07 and the patient had been having some troubles with it. The consumer stated that the patient had been back and forth to their healthcare provider (hcp) a couple times and were going again on 2026-may-14. The consumer was trying to find the manufacturer's representative (rep) that was at the procedure and provided their card but the consumer had lost the number. The consumer was concerned that there was some malfunctioning with the pump or software issue. The consumer mentioned that they met with the rep twice and the rep waved the little device over the pump and the pump worked and dispensed the medicine. However, when the patient was sent home, the patient started having withdrawal symptoms of full body shaking, skin on fire, and head about to explode. The nurse and the hcp said it sounded like pain medicine withdrawals like the pump was not administering it properly. The consumer went back to the hcp's office the day before and the hcp forced a dispense of the medicine in case there was maybe an air pocket or something in the tubing and it worked and the patient got the medicine and the symptoms resolved. Now, the patient is again having the same withdrawal type symptoms with full body sort of shaking and the patient was so hot and their 'skin should be melting off of them' and their 'head should have exploded like it hurt so bad'. The patient was redirected to their hcp to further address the issue. The consumer also stated that the patient's first pump had a recall and they went to 12 doctors before they were able to identify the issue. Additional information was received from a manufacturer's representative (rep) and was confirmed/provided by the healthcare provider (hcp). It was reported that no pump malfunction or other device was identified. There was no cause of the patient's withdrawal symptoms found. It was stated the patient would have multiple times a day they felt like they were withdrawing and then they'd be fine after taking oral pain medications. Actions and interventions included the hcp deciding to take the patient off of flex dosing and keep the patient's rate the same but simple continuous. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.